Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a ¿low (positive) transmembrane pressure (tmp)¿ alarm occurred during a patient¿s hemodialysis (hd) treatment. The pressure was increasing which caused blood in the venous line to back-up to the venous port / transducer, wetting the exterior of the transducer protector. This reportedly happened an unknown number of times during the treatment. Each time, the staff clamped off the venous line, replaced the transducer protector with a new one, and the sequence would repeat itself. The cn said the blood never actually came in contact with the metal part of the machine. There were no known issues during the priming phase. The connections were all confirmed to be secure. No visible damage or other defects were identified on any of the disposable supplies. The patient¿s treatment was discontinued approximately one hour into their treatment, and the majority of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly less than 5 ml. The machine was pulled from service for further evaluation. The patient was transferred to another hd machine where they completed their treatment using new disposable supplies. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. To resolve the reported machine issue, the facility¿s biomedical technician replaced the dialysate pressure transducer and recalibrated it. Upon completion of the repair, the machine was reportedly ready to be returned to service. There was no sample available to be returned for manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported that a ¿low (positive) transmembrane pressure (tmp)¿ alarm occurred during a patient¿s hemodialysis (hd) treatment. The pressure was increasing which caused blood in the venous line to back-up to the venous port / transducer, wetting the exterior of the transducer protector. This reportedly happened an unknown number of times during the treatment. Each time, the staff clamped off the venous line, replaced the transducer protector with a new one, and the sequence would repeat itself. The cn said the blood never actually came in contact with the metal part of the machine. There were no known issues during the priming phase. The connections were all confirmed to be secure. No visible damage or other defects were identified on any of the disposable supplies. The patient¿s treatment was discontinued approximately one hour into their treatment, and the majority of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly less than 5 ml. The machine was pulled from service for further evaluation. The patient was transferred to another hd machine where they completed their treatment using new disposable supplies. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. To resolve the reported machine issue, the facility¿s biomedical technician replaced the dialysate pressure transducer and recalibrated it. Upon completion of the repair, the machine was reportedly ready to be returned to service. There was no sample available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.